Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of device found evidence that failure mode was due to bending overload. The fracture surface suggests that the fracture started in the cutout and propagated to the top surface of the guide. This report filed january 22, 2009

Event description:
It was reported that patient underwent knee procedure utilizing the vanguard femoral contour block in 2008. During the procedure, a piece of metal broke off the contour block. The broken piece was retrieved from the patient.